Event description:
During functional testing at zolls technical service department, the device displayed a "discharge fault" and "defib fault 80" message. There was no patient involvement during the malfunction.